Event description:
The lay user / patient contacted lfs alleging on (B)(6) 2010 alleging an error 2 message on their one touch ping meter. The patient mentioned that the reported issue began at around 3:00pm on (B)(6) 2010. The patient did not exhibit any symptoms due to the reported issue. The patient is not tested on another device. The following morning at 11:10 am, the patient self-treated with food/ drink and was not exhibiting any symptoms at the time of the error 2 message. This was not the first time the product was being used. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strip. Issue was not resolved via troubleshooting. There is no evidence that the meter caused or contributed to an adverse event since the patient did not exhibit any symptoms and did not seek any medical attention. The complaint is being reported since the error 2 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that the 2800 system had a communication error and would not reboot during case. No patient injury was reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.